Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. During left ventricular capture testing, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Temporary programming changes were performed. Stored non-sustained right ventricular oversensing episodes were noted following bi-ventricular paced events due to post-paced t-wave oversensing. The device was reprogrammed. The patient was stable throughout and will be monitored.

Event description:
New information noted the asymptomatic patient presented in-clinic for a routine follow-up. During left ventricular capture testing, the implantable cardioverter defibrillator exhibited continued post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made.